Manufacturer narrative:
Product analysis a visual inspection showed that the tip detached distal to the anchor pockets a 6fr sheath was also returned and was cut open to verify that the detached tip was inside medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a hawkone to treat a calcified lesion in the left promixal distal superficial femoral artery. Degree of tortuosity was moderate. Degree of calcification  was moderate. % lesion stenosis was 90% and 95%. There were no abnormalities reported in relation to anatomy. Sheath french size was 6f cook. A spiderfx guidewire was used. 4mm embolic protection was used. The vessel was not pre-dilated. The vessel was post-dilated. IFU was followed. It was reported that severe resistance was felt during advancement. Tip did not separate at the hingepin. It was reported that the nosecone became stuck inside the sheath. Procedure was completed by exchanging sheathe. No patient injury reported. When the device was returned it was noted that the tip was detached